Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's cervical lead was replaced due to having high impedances. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.